Event description:
It was reported that, "infection." The exact implantation date was not provided, however, it was indicated that the reported devices were implanted for 25 years.

Manufacturer narrative:
An evaluation of the device cannot be performed as it was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. The unk 58-61 liner and cup and unk 28mm head were also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.